Event description:
It was reported that during a procedure using the emg tube there was ¿no stimulation signal, faulty power.¿ there was no patient injury.

Manufacturer narrative:
On 02/26/2014 device received at medtronic xomed. The device was returned and evaluated by a quality engineer. As received condition: received one (1) sample(s) with original opened pouch and label identifying product as part# 8229975 and lot# 0207534839. The size was confirmed by the stampings on the inflation balloon, ¿7.5mm¿ on the sample. The flex circuit was tied to the tube with medical tape and residue was present on the sample which indicated use. Analysis results/observations: from visual evaluation, the flex circuit was found cut near the middle (altered by the customer). Since the integrity of the device was not intact, the resistance readings could not be taken on the electrodes to check for electrode continuity. Conclusion: based on the above observations the customer complaint could not be confirmed since the integrity of the device was not intact and could not be fully evaluated. Method - actual device evaluated; visual inspection ; results: electrical problem; conclusion - device received in condition making evaluation impossible.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been returned and is pending evaluation. Method ¿ no testing methods performed. Results ¿ results pending completion of evaluation.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.